Event description:
It was reported that the implantable pulse generator (pacemaker) has recorded ventricular tachycardia episodes due to what technical services (ts) believed could be minute ventilation (mv) oversensing and other type of unspecific signal oversensing. The patient felt dizzy during the episodes. Provocative maneuvers could not reproduce the noise observed, it was decided to turn off the mv feature and set a fixed sensitivity. Ts could not deeply analyze the episodes as the full data was not sent. A request to do this was made. No other corrective actions or troubleshooting has been recommended. This right ventricular lead remains in service and no adverse patient effects were reported.